Event description:
A cryoablation procedure was performed using the arctic front catheter and the flexcath steerable sheath (catheter introducer). While aspirating and flushing the sheath, the physician reported that air was coming in from the side port of the flexcath steerable sheath. The procedure was stopped. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking haemostatic valve.